Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month following implant, the left ventricular (lv) lead exhibited dislodgement via x-ray, along with a high lv pacing threshold and no capture in any pacing vector. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.